Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room with symptoms of bradycardia. Device interrogation was not possible and was unable to provide pacing support. Interrogation of device with a programmer and telemetry tests were not successful and patient has no exposure to MRI since last interrogation event. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.

Event description:
Device is under battery advisory.

Manufacturer narrative:
No conclusion code available. The reported field event of an inability to communicate with the programmer was confirmed in the laboratory. Visual inspection was performed and internal device corrosion was observed. An arc mark and a hole were found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The inability to communicate with the programmer was consistent with the battery being depleted to below eol due to the corrosion hat formed inside the can when a hole was created from the arc that occurred to the can. The cause of the arc on the can was found to be a short circuit across the output during hv delivery due to a lead anomaly.